Event description:
It was reported that customer was hospitalized for dka. It was reported that unexplained high blood glucose levels may be a result of puberty, a possible thyroid issue, and a possible bad site. Troubleshooting performed and pump appeared to be operating normally.

Manufacturer narrative:
Currently it is unk whether or not the device may caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.